Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported events, e227 and b31 errors, occurred due to a broken charge-coupled device (ccd) unit. Although the e227 error was not duplicated during evaluation, the error could have occurred temporarily due the defective ccd unit. The event can be detected by following the instructions for use (IFU) which state: "-inspection of the endoscopic image". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that a b31 scope communication error due to a broken charge coupled device unit. The angulation in the down direction was out of standard due to a worn angle wire and there was a gap on the bending section rubber adhesive. The universal cord and video cable were corrugated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had an e227 communication error. The issue was found during preparation for use for a diagnostic procedure and it was completed with a similar device. There were no reports of patient harm associated with the event.